Event description:
Alleged the siderail will not latch on the bed.

Manufacturer narrative:
The facilities maintenance found the siderail would not latch on the bed. The facilities maintenance did not return hill-rom's attempts to determine the status of the repairs on the bed.